Manufacturer narrative:
Correction section b1; type of report - product type should have been updated but missed.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed under-sensing on the patient's implantable cardiac monitor (icm). No intervention was reported and the patient stable.